Event description:
It was reported that the connection between the patient connector of the transfer set and the titanium adapter was loose. The transfer set was replaced before being used for therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection were performed and revealed marks on the outside of the connector. Leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed with no issues noted. The cause of the damaged connector was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.